Event description:
During an abdominal aortic aneurysm procedure it was reported by one of the nurses in the o.r. The surgeon placed the tlv30 across the iliac artery and dialed down the compression dial, fired and said no staples. The device was handed to one of the nurses and the procedure was completed with another co's product. There was no consequence to the patient.